Event description:
It was reported that there was a hole in the stent after opening.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive. One photo was received from the customer. The photo is of the product packaging, as we are not able to see the produce we are not able to evaluate the reported failure. The reported event is inconclusive. Product labeling was reviewed for this investigation. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Initial reporter complete facility name: the second affiliated hospital of zhengzhou university UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a hole in the stent after opening.